Event description:
During routine servicing on the monitor, the clinical engineer grabbed the monitor to lift it up and his fingers got pinched between the cable organizer bracket and the arm. It happened because the organizer bracket is able to spin around. The risk is for anyone adjusting the height of the monitor, either nursing or biomed employees who place their hands in an incorrect position near the gcx monitor mount. (Picture available).what was the original intended procedure?none.device #1is this a laboratory device or laboratory test?no.